Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a fiber on the patient interface, located on the opposite side of the suction ring at the 9 o'clock position, with the side containing the grippers positioned at 3 o'clock. Although there was patient involvement, no patient injury occurred, and treatments were neither delayed nor canceled. No additional information was provided.